Manufacturer narrative:
(B)(4). Date sent: 3/24/2021. D4: batch # u5dk5p. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60g reloads present. The reload (b) was received fully fired and with damaged noted on the reload notches. The reload (c) was received with the one piece sled detached and unfired making it nonfunctional and with damaged noted on the reload notches. This damaged in consistent with an attempt to load the reload on the device. The returned reloads cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, "when assembling the echelon stapler with the reload to the jaw, it presented difficulty on the assembling." The reload was changed and the stapling on the tissue was performed without difficulties. In the second reload placement, again there is difficulty in the assembly and the stapling dragged the tissue, leaving the edges bleeding. There was a first line of poorly formed staples after cutting. Bleeding was controlled with lt300 clip. It was unknown how much bleeding occurred but no transfusion was required and there was no change to post op care of patient. There was no patient consequence.